Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (dc dc ¿ 7). X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had undergone a full vns system explant and that no replacement devices were implanted due to lack of efficacy. The explanted devices were returned to the manufacturer. Analysis of the lead was completed on 02/18/2015. During the visual analysis the (-) connector pin quadfilar coil appeared to be broken approximately 318mm and 319mm from the end of the connector boot. The portion of coil in-between the coil breaks appeared to be dissolved. Analysis of the quadfilar coil identified material fracture, rough or pitted surface, thinned material thickness and electro-etching. With the exception of the observed discontinuity the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were found. Analysis of the generator was completed on 03/19/2015 and it found no anomalies. The pulse generator performed according to functional specifications.